Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The omnilink elite vascular balloon expandable stent system electronic instructions for use (IFU) states: the system is indicated for the treatment of atherosclerotic iliac artery lesions. The violation of the IFU does not appear to have contributed to the reported stent movement. The investigation was unable to determine a conclusive cause for the reported unstable stent implant. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the moderately calcified left subclavian artery. The 8.0 x 19 mm omnilink elite vascular stent delivery system was advanced; however, during positioning, the stent started to come off the delivery system balloon. As the stent was still partially on the delivery system balloon, the physician was able to pull the delivery system back a bit and get the stent mostly centered back on the balloon. The stent delivery system balloon was then inflated to 1.5 atmospheres (atm) to secure the stent to the balloon. The stent delivery system was then advanced to the target lesion and deployed at the desired location. Post procedure, the patient was doing well. No additional information was provided.